Manufacturer narrative:
Findings: unit passed the rewind, basic occlusion test, prime/a33 test and displacement test. However, unit received stuck in the motor error loop during bolus / basal delivery. Unable to confirmed e70 error alarm due to erased history file caused by several a47 alarms in the history file. A47 alarms due to a corrupted history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unit received with slightly loose support disk. Unit received with cracked case at display window corners and battery tube threads. Unit received with minor scratched display window. Unit received with missing end cap sticker. Unit received with broken reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error during prime. Customer's blood glucose was 225 mg/dl. Customer received an e70 alarm. The customer stated they are able to complete the rewind sequence. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call indicating that the insulin pump alarm e70. Customer's blood glucose was 225 m/dl. The customer was advised that the device would be replaced.